Manufacturer narrative:
The coupler device involved in the incident was not returned for eval. A review of the device history record was not possible since the lot number was unavailable.

Event description:
During an unk procedure, a coupler of an unk size was placed in the left mammary vein. It was reported that the pin didn't break or bend, it just wouldn't engage the opposite side and the coupler popped open after it was released. It was noted that the vessel wall wasn't larger compared to the other 2 couplers that were used on this pt. The coupler was removed by trimming the vessel and a 1.5 mm coupler was successfully implanted in its place. It was reported that the pt was not compromised in any way.